Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient reported cancer. In addition, the patient also reported asthma, nose irritation, dizziness and headache. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 03/08/2023 and section h11 should be reported as: the manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient reported cancer. In addition, the patient also reported asthma, nose irritation, dizziness and headache. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.